Event description:
Complainant alleged that during a biomed testing, the device did not have pacer output. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated: however, after the device was disassembled and reassembled the malfunction could no longer be duplicated. The system interconnect flex cable were replaced as precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.